Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was over 600 mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.